Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with 12 units of insulin by syringe. The customer had changed the set but not their reservoir causing a low reservoir alarm. The customer was advised to talk to their health care provider about taking more insulin. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.